Manufacturer narrative:
D10: 180-01-52 - crown cup, cluster-hole gr.52: sn#: (B)(6). 140-32-52 - novation xle neutral liner, group 2, 32 mm: sn#: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty). Subsequently, the patient experienced an infection resulting in the removal of the prothesis and a spacer implanted. Approximately 1.5 months later, a competitor's prosthesis was implanted. No further information available.